Event description:
It was stated that the customer was taken to the emergency room due to blood glucose levels above 600 mg/dl. The customer changed the infusion set the night prior to the event, and woke up with a blood glucose reading of 551 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime, high pressure and self tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.